Manufacturer narrative:
Information from the report dates 2017-dec-04 and 2017-dec-08 were previously reported under manufacturer report # 3007566237-2017-05091. Additional information regarding that event will be reported under this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-dec-04. It was reported that the manufacturer's representative was contacted by the hcp on 2017-dec-04 regarding an empty pump issue since (B)(6) 2017. The caller did not have access to the patient or clinician programmer for the empty pump. It was related that the patient was ¿non-compliant/flaky¿ so that was why the pump went empty. It was stated that they thought the patient would have heard the pump alarming but they did not know that for certain either. It was noted that the hcp was thinking of utilizing preservative free normal saline (pfns) in the reservoir for now, programming the pump to minimum rate mode, and then possibly refilling it with drug when they were able to obtain the drug in the next few days. The date of the event was(B)(6)2017. No medical symptoms were reported. Additional information was received from an hcp via a manufacturer's representative on (B)(6)2017. It was reported that the cause of the empty pump was determined to be that the patient just chose not to get it refilled. It was noted that the hcp filled the pump with saline, placed it on minimum rate, and planned on resuming normal therapy in a few weeks. The patient¿s weight at the time of the event was unknown. It was indicated that the information provided had been confirmed with the physician/account. Additional information was received from a consumer on (B)(6)2017. It was reported that the patient¿s pump ran out because of a mis communication with the clinic. The patient had been sick for three weeks and confirmed that this was previously reported in the other call. It was stated that the patient saw their hcp recently and thought it ¿wasn¿t a coincidence¿ that they had been sick all this time. It was related that because the patient was so sick, they had been to the hospital (by ambulance) about three times, where they had blood work and brain scans done. It was stated that nothing else was wrong with the patient. At the hospital, the patient¿s blood pressure and heart rate were at a ¿dangerous level,¿ with the heart rate at ¿like 150 at night.¿ the patient thought after the hcp filled the pump they would be better, but the patient had ¿gotten worse¿ since the refill on tuesday and had a metallic taste in their mouth, nerves were all shaky, chills 24/7, and was ice cold. It was stated that because the patient had been ¿getting worse,¿ the patient was up all night (couldn¿t sleep) and so the hcp gave the patient ¿trazadone.¿ the patient requested a manufacturer's representative to help them reach the clinic and it was noted that the clinic took two days to call back and the patient couldn¿t wait days to get help because they ¿almost had a heart attack.¿ it was noted that a manufacturer's representative was there when they filled the pump up last (B)(6)2017. On (B)(6)2017, it was reported that the patient was in bad shape and wanted to know what to do. The patient was redirected to follow-up with the hcp to address their concerns. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and morphine at unknown concentrations and dosages via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient was hospitalized and missed a scheduled refill. According to the patient, they weren't feeling good, experiencing stomach issues which felt like withdrawal symptoms, approximately 2 weeks prior to the report. The patient was hospitalized for 4 days and then transferred to a different facility where they stayed for another few days. The patient had a scheduled refill on the day that they were first hospitalized and they missed their appointment. The patient noted that their healthcare provider's office informed the patient that their pump was supposed to be empty approximately 4 months ago, however, the patient began hearing an alarm a week prior to the report. The patient described the alarm to 3 beeps in a row after 10 minutes. The alarm reportedly changed a few days prior to the report to a critical alarm. The patient reported that they were scheduled to see their healthcare provider on (B)(6) 2017, but they were not sure if a refill would be performed as they were not allowed to talk to a nurse when the scheduled the appointment. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See pe (B)(4) -empty pump, missed refill.